Manufacturer narrative:
A philips service engineer replaced the involved transducer on the ultrasound system. Evaluation of the suspect transducer was performed upon its return from the customer. Functional testing of the transducer confirmed the articulation issue as described by the customer. Visual inspection of the returned transducer found a gap in the handle, a loose brake, a swollen sheath due to chemical damage, damage to the shaft and connector, residue around the beading, oil separation in the window, and a worn window. The extensive physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.

Event description:
A customer reported an s8-3t model transducer had an articulation issue during use. There was no injury associated with this event.

Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer had an articulation issue during use. There was no injury associated with this event.